Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse practitioner reported via phone call that customer experienced low blood glucose. The customer¿s blood glucose level was 43 mg/dl. Customer was treated with food. The customer also reported that the insulin pump had crack on the battery chamber. The insulin pump will not be returned for analysis.